Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed due to a faulty scope socket.  An additional issue of corrosion inside the air pump tubing was identified during the device evaluation. The investigation is ongoing, and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the light source on the front panel lights were blinking when the power was on. In speaking with olympus technical assistance support (tac) via phone, the customer reported that he was not in front of the unit and was unable to troubleshoot due to the unit being used. The tac technician explained that the front scope socket on the device has a spring-loaded tab that needs to be free and spring forward. The customer understood the location of the tab but was unable to verify. Tac explained that in this situation, the light source needs to be sent in for repair. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Information added to the field: h4, h6. Correction in the fields: e2, e3, g2 (heatlh professional). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the failure was not identified. However, it is likely that front panel lamps are blinking when the power is on occurred because video function did not work properly due to faulty scope socket. Olympus will continue to monitor field performance for this device.